Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for cloudy cups with the incident lot was observed. The customer samples were tested and no issues relating to cloudy cups were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Additionally, results from a clinical study indicated that cups manufactured with a cloudy appearance demonstrated no statistically significant differences for numeric routine urinalysis parameters when compared to other cups manufactured with a clear appearance. H3 other text : see section h.10.

Event description:
It was reported that foreign matter occurred before use with a bd vacutainer® urine collection cup. The following information was provided by the initial reporter, "urine cups has something whitish/misty on the sides of the cups. (They look dirty) urine cups have a misty/whitish layer on the sides of the cups. Several different lot numbers. The customer tested with water and compared with a "clean" cup and found a lower ph." 1000 occurrences were reported.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9177755, medical device expiration date: 2021-06-30, device manufacture date: 2019-06-26. Medical device lot #: 9162580, medical device expiration date: 2021-06-30, device manufacture date: 2019-06-11. Medical device lot #: 9197661, medical device expiration date: 2021-07-31, device manufacture date: 2019-07-16. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred before use with a bd vacutainer® urine collection cup. The following information was provided by the initial reporter, urine cups has something whitish/misty on the sides of the cups. (They look dirty). Urine cups have a misty/whitish layer on the sides of the cups. Several different lot numbers. The customer tested with water and compared with a "clean" cup and found a lower ph." 1000 occurrences were reported.